Event description:
It was reported that a pump alarming for a door not fully latched message. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The reported symptom "door latch issue" was confirmed through the history log but could not be reproduced. The eval found the unit does recognize a closed door. However, the force required to secure the door above expected levels. The eval found the mechanism had been removed/altered outside of the manufacturer. A non-OEM screw was used to secure the mechanism to the front case. The performance of this operation outside of the manufacturer creates the potential for electrostatic discharge exposure for all internal components and has resulted in the determination that this device cannot be reasonably repaired and will not be returned for human use.